Event description:
It was reported by service report that the top rail on both sides of the stretcher was torn and there were sharp edges exposed. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.